Manufacturer narrative:
G2: the country of the event is de d. 6a: implant date is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins was turned in the pocket once and it had to be re-fitted in a surgery. Additional information was received. It was reported that the patient was very unspecific regarding the dates of occurrence. After surgery in (B)(6) 2023 (understood to mean the implant surgery since the system was implanted in (B)(6) 2023) the ins was moving in the pocket and then re-fitted by the healthcare provider (hcp). The exact date was unknown.